Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm intermittently occurred with multiple cartridges while the customer was not outside of the labeled operating altitude range. The customer¿s blood glucose level was 215 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.